Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing an elevated blood glucose (bg) level over 600 (mg/dl). An injection via insulin pen was delivered to address bg level. Troubleshooting with tandem technical support showed there was no insulin exiting the tubing or the cartridge. The customer changed out all supplies and was able to successfully see insulin exiting the tubing. Follow up with the customer determined their bg level had lowered to 170 (mg/dl) and the customer was in stable condition.